Event description:
The facility reported an infusion pump with a failire code 810:11. It was not specified if this failure occurred while infusing on a pt. The facility representative stated that no pt incident was reported on this pump since the last baxter service event. Information regarding pt demographics, medication involved another device programming was requested but none was provided.